Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the capsule was calibrated and placed on the patient the receiver switched off before the study could begin. The receiver was switched back on but was stuck on the "waiting for ph capsule" screen. The device operator attempted placing the receiver close to the patient's chest but the screen remained stuck. Per tech support, the screen they were stuck on was due to unsuccessful calibration. The patient was prepped and under anesthesia, and there was no injury to the patient. A repeat procedure will be performed but wasn't scheduled yet.